Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-02337. It was reported that stent damage occurred. The target lesion was located in the coronary artery. Two 2.25 x 8 mm promus premier¿ drug-eluting stents were selected to treat the lesion. However, on both occasions, the stents failed to cross the lesion and were noted to be bent. No patient complications were reported.